Event description:
It was reported that the right atrial (ra) lead from this implantable cardioverter defibrillator (ICD) exhibited high impedances out of range. The atrial detection enhancements were turned off, as well as the atrial daily measurements and sensing. This ICD remains in service. No adverse patient effects were reported.